Event description:
A pt reported experiencing kidney infection while using a one touch meter. Pt reported that the ot meter was giving incorrect results for 6 months prior to this report. Date of event is unknown. Pt refused to provide any details about the event. No further info about the event is available.